Event description:
Electrocautery unit was being used to cut the capsule in a patient's knee. When the procedure was complete the unit was removed from the knee, but would not shut off. Several attempts at pressing the button were made before it would shut off. The unit was then discarded.